Event description:
It was reported that during patient use, a ventilator generated an alarm and the screen became black. The patient was removed from this ventilator and placed on an alternate device. The patient was not harmed as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) was replaced and returned for investigation. A visual inspection was performed on the returned component and no anomalies were found. The gui pcb was then attached to a test ventilator for analysis. The ventilator was powered on and failed the power on self test, generating a gui inoperative condition. The malfunction was isolated to a component on the gui pcb. This component is now obsolete. The reported malfunction was verified.